Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella device for mechanical circulatory support. The complainant reported that an impella pump guide lumen was broken off but remained within the pump. The impella was unable to start, and a second impella pump was utilized to manage this complication. And the initial device was explanted and replaced with a new impella pump.

Manufacturer narrative:
The investigation for the reported pump did not start issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that the red lumen was stuck in the purge gap. The pump passed all post sterile inspection checks. The root cause of the pump not being able to start was due to the red lumen being stuck in the purge gap, around the impeller blades. This report is being filed as part of a retrospective review of historical records.